Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at time of incident was 495mg/dl. The customer's most current level was 184mg/dl. The customer mentioned having had their belt clip break and pump hitting the ground. The customer declined to troubleshoot for the high blood glucose levels and dropped pump. The customer states their rep looked over their pump and deemed it operational. The customer was advised to call back if issues persist.